Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va06102, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient was going to the bathroom every thirty minutes, but did not need to urinate. The patient did not know what to do with the programmer. The batteries were dead, so they replaced them. The patient saw the poor communication screen when shutting the programmer off. The next day, the patient was able to connect and confirm that stimulation was off. The patient then turned stimulation on. While on the call, the patient increased stimulation to a comfortable level. They could feel stimulation on the left side of their vagina. Two days prior,the patient was messing with their programmer and might have turned the stimulator off. They then experienced a loss of bladder control and got up five times during the night. Previously, the patient was implanted with a pacemaker. The patient¿s stimulator was moved to the left side because of the pacemaker. It was reported that reprogramming was necessary and the patient had a urinary tract infection. The patient recovered without permanent impairment. Antibiotics were prescribed.